Event description:
It was reported that the patient came in with a driveline power fault alarm. Log files were submitted for review which captured driveline power fault alarms beginning on 11mar2026 at 9:23pm. It was recommended to exchange the modular cable and clean the modular connector. There were no other unusual events recorded in the log file event history. The controller and modular cable were exchanged without issue, and there was no debris noted. A self test was performed and there were no alarms at that time. Fuse a and b were noted to be okay as well following the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm on 11mar2026 correlating to the system¿s power-a line. The alarm remained active throughout the data, and the alarm did not prevent the pump from operating as intended throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the controller and modular cable were exchanged to resolve the alarm. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number hsc-138338, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook section 3 ¿powering the system¿ instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use, section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault and no external power alarms. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.